Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, narrow lesion in the distal femoral artery with moderate tortuosity, heavy calcification and 80% stenosis, a 5.0x150 mm supera stent system was unpacked and prepped per the instructions for use. Pre-dilatation was performed with an unspecified 6.0 mm diameter balloon. The supera stent system was advanced and the stent was intended to be implanted in the femoral artery using a 6f, 45 cm non-abbott sheath; however, when the supera stent was deployed, the stent elongated 13 cm into the artery and approximately 9 cm into the sheath. During deployment within the sheath, the tip of the stent system was separated and stuck within the supera covered by the sheath. Reportedly, there was approximately 4 cm between the introducer sheath and the proximal end of the stent during deployment. An attempt was made to pull/remove the supera and tip over the guide wire and out of the sheath; however, this was unsuccessful and the whole system became even more stuck. Reportedly, the sheath with the stuck supera was removed from the patient anatomy. A new sheath was inserted and two other supera stents were implanted to cover the target lesion. The patient is doing well and there was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of lot history record revealed no non-conformances. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation determined that the stent elongation, tip detachment, and difficulty removing appear to be due to case circumstances. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.